Manufacturer narrative:
Citation: nauchi m, et al. Bedside electrophysiological study using a temporary pacemaker may predict recurrence of atrioventricular block after transcatheter aortic valve replacement. Int heart j. 2021 sep 30;62(5):1012-1018. Doi: 10.1536/ihj.21-145. Epub 2021 sep 17. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of whether high-degree atrioventricular block (havb) or complete heart block (chb) induction at bedside using a temporary pacemaker can predict recurrence in patients who had recovered from havb/chb after transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between june 2019 and october 2020. A total of 86 patients underwent tavr with either a medtronic transcatheter valve (evolut r or evolut pro = 28) or an edwards transcatheter valve (sapien 3 = 58). Of these patients, 75 were excluded from the analysis for the following reasons: no atrioventricular block (n = 70); previous permanent pacemaker implantation (n = 1); did not recover from chb after tavr and underwent permanent pacemaker implantation (evolut r/evolut pro = 3, sapien 3 = 1). The remaining 11 patients (evolut r/evolut pro = 6, sapien 3 = 5) had recovered from havb/chb following tavr and were included in the study population (predominantly female, mean age 86.6 years). Seven medtronic transcatheter valve patients underwent permanent pacemaker or implantable loop recorder implantation for onset of conduction disturbances (first-degree avb, left bundle branch block, chb) during or after tavr. Two medtronic transcatheter valve patients (patient #5 and patient #7) each developed a combination of first-degree avb, left anterior hemiblock, right bundle branch block, or left bundle branch block after tavr but did not require implant of a cardiovascular implantable electronic device. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.